Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was something wrong with this right atrial (ra) lead. An attempt to obtain additional information but was unsuccessful. Boston scientific technical services (ts) referred the patient to the physician. To date the, the ra lead remains in service. No adverse patient effects were reported.